Event description:
While the device was ventilating a patient, the user noted a popping sound. The device then posted an audible alarm and stopped ventilating the patient. The patient was ventilated with an alternate device and then transferred to another ventilator. No patient injury.